Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 for a check up after a new pacemaker implant. Upon investigation, the right atrial sensing and threshold were found slightly changed from the initial implant. A x-ray confirmed that the lead was dislodged and sitting in the superior vena cava and inferior vena cava junction. The lead was explanted and replaced on (B)(6) 2020. The patient was stable, pre, during, and post procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.